Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fa system. The user reported dark images while using fluoro during a neuro case. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During investigation, it was confirmed that the small as well as the micro focus of the x-ray tube were without function. As this x-ray tube in question was in operation for almost seven years, a general wear out is in the normal range of expected lifetime. The currently observed failure rate is on an acceptable level regarding the targeted overall lifetime of the x-ray tube. The x-ray tube has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.